Manufacturer narrative:
Device was received with no down button response due to corroded keypad trace. No button error alarm noted during testing. Unable to verify for operating currents including low battery and off no power alarm due to no down button response. Device received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm and the customer was unable to clear it. Customer's blood glucose was 200 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.